Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: customer¿s reported problem, "after two new cassettes, it was still not working" was replicated through functional testing. The cause of the reported issue was an inoperable downstream occlusion (dso) sensor. The reported issue was resolved by replacing the dso sensor, bezel, and seal. The device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿that after two new cassettes, it was still not working¿; during device evaluation it was found that the downstream occlusion (dso) sensor was inoperable. The event occurred before infusion. There was no patient involvement, and no harm/adverse event reported.